Event description:
Customer reported no delivery alarms on his insulin pump and a hospitalization because he was out of supplies. Customer's current blood glucose is 118 mg/dl. He stated he went through three reservoirs and an infusion set trying to resolve the no deliver alarm. The issue was resolved by a complete set change. Customer stated he ran out of supplies and had to revert to manual injections. He could not control his blood glucose with manual injections and it rose over 600 mg/dl. 911 was called and customer was taken to the hospital with a blood glucose of 481 mg/dl. Customer was vomiting and unable to eat solid food. He was released after a day. Customer had been off the insulin pump for three days prior to the hospitalization. He stated he did not believe the device malfunctioned in anyway. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.